Event description:
Reportedly, after the instrument was fired, its jaws would not release from the tissue. Therefore, the tissue on the pt side had to be transected to release the instrument from the site and another instrument was used to complete the case. Procedure: gastrectomy.